Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the vitrectomy probe was not cutting and there was no extrusion.

Manufacturer narrative:
Additional information provided in concomitant medical products, evaluation codes, and additional MFR narrative. The customer contacted the company representative over the phone for support. The customer was able to resolve the issue remotely on his or her own. The customer was told to replace the footswitch and the surgery could be completed. The system was manufactured on february 22, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).